Manufacturer narrative:
(B)(4). The customer's report was not confirmed. The pcu event log indicates that at the time of the event, the device had just completed an infusion of heparin 25,000 unit in 250 ml that had been running at a rate of 13.8 ml/hr. At 9:52 am on (B)(6) 2015, the user changed the vtbi to 25 ml. At 10:14 am the device alarmed for air-in-line, and at 10:19 am, it was restarted. At 11:48 am, infusion transitioned to kvo at 13.8 ml/hr. The device was channeled off at 11:50 am. The volume recorded as having been infused between 9:52 am and 11:50 am was 25.003 ml. The root cause of the customer's experience of an overinfusion of a heparin drip was not identified.

Event description:
The customer reported that heparin 100 units/ml (in a 250 ml bag) was started at 9:52 am on channel b, at an intended rate of 13.8 ml/h, but the bag was found empty at 12:30. Channel a was infusing normal saline. The pt was transferred to a higher level of care for observation but no long term harm was reported. The set and devices were sequestered. Although requested, no additional info was provided.